Event description:
Dealer reported that the brakes on a 66550 bariatric rollator broke where the cable goes into the handle, the wires are coming out of the handle. Dealer also reported that the end user sustained a scratch on her hand. No alleged medical intervention.